Event description:
It was reported that the customer's parent inadvertently performed the load sequence while the pump was connected to customer resulting in the delivery of 7 additional units of insulin. Customer's blood glucose (bg) level prior to this event was 114 mg/dl; bg after the delivery of the additional insulin was not provided. The customer was provided approximately 95 grams of carbs over 2 hours to avoid hypoglycemia. Subsequently, there was a "huge rebound later in the night." No additional information was provided regarding the "rebound". Parents understood their mistake and are aware that the customer should not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.